Event description:
It was reported that while inserting the fixation screw on the spacer at l5-s1, a crack developed in the spacer at one of the lateral screw holes. The spacer was left implanted in the pt. No add'l complications were reported.

Manufacturer narrative:
(B)(4). The submitted picture appears to show a vertical crack on the left side of the implant, above the screw boss area. The location and timing of the crack development (during insertion of the screw), suggest overtightening as a possible mechanism of failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.